Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary (B)(6) 2017, revision (B)(6) 2017, revision (B)(6) 2017, revision (B)(6) 2017. Recurrent dislocation post rtsjr. This is the third revision of this joint replacement. Second revision included use of a retentive spacer. There was no issue with version of the cemented stem in situ (as per surgeon). This was left in situ and the liner and glenosphere were upsized. It was suggested that the dislocations were possibly anterior. The surgeon positioned an eccentric glenoshere more anteriorally despite being informed they were not meant to be used in this way and a trial would not be possible. The shoulder was reduced successfully and the surgeon reported stability by the finish of the procedure.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated to the complaint was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Device history lot :the DHR analysis of the stem batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Batch 5217451 was manufactured in september 2013. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.